Event description:
An implant card was received by the manufacturer showing the patient underwent a full revision surgery due to high impedance. The reason for the patient's replacement referral was originally prophylactic; however, it was explained high lead impedance was observed by the company representative just prior to the surgery. Due to the high impedance observed, a full revision surgery was required. It was noted the suspect device (lead) was discarded after surgery as it had been cut into many pieces. The generator was retained and is expected to be returned; however, it has not been received to date.

Event description:
The generator was received by the manufacturer for analysis. Product analysis (pa) for the returned generator was completed. Besides a failure to communicate due to normal, expected battery depletion, there was no abnormal performance or any other adverse condition found. The device performed according to functional specifications.